Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. The ventilator was investigated on site by our field service engineer. Further investigation revealed that the ventilator also had generated technical error codes, indicating communication errors. Corrective actions regarding turbine communication error has been implemented in sw versions 2.2 and 4.0. The communication error alarms triggered by monitoring are a summary of various communication issues. The issue was resolved by replacing the turbine module and updating the software version. Unit handed over to customer in working condition. The reported issues was confirmed in the provided logs. No parts returned for investigation. The recommended action is to always use the latest released software.

Event description:
Manufacturer's ref. #: (B)(4).